Manufacturer narrative:
Pump was received with a blank display, problem isolated to the electronic assembly. Unable to verify pump error 24 alarm, pump error 40 alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarms. The troubleshooting was performed. The customer was assisted with insulin pump reset procedure. Insulin pump screen turned off. The customer was advised to insert a recommended new, fully charged aa battery. Customer was unable to clear the insulin pump errors, power loss alarm and program the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.